Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause could not be identified. However, it is probable that the abnormal imaging was caused by a damaged cable. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus 4k autoclavable camera head was not displaying an image during procedure preparation. According to the initial reporter, the intended procedure was completed using another device with no reports of patient harm.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was no image present during testing due to a cable failure. If additional information becomes available following the device evaluation, a supplemental report will be filed.